Event description:
Subsequent to the previously filed report, additional information was received: the clip was not able to be freed. Therefore, the clip was deployed where the clip was caught.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping resulting in entrapment of device (clip becoming caught in anatomy) appears to be related to patient conditions (small atrium, small left chamber and many subvalvular chordae tendineae). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 with many subvalvular chordae tendineae, small atrium, and small left chamber. A mitraclip xtw was inserted, and grasping attempts was performed. However, difficulties grasping the leaflets occurred, and the posterior leaflet was stuck at the friction element on the gripper. The clip was positioned medial on the anterior and posterior leaflets, and on the final grasping attempt, the posterior mitral leaflet (pml) was noted to be weaker, but the clip was still able to grip the leaflet. The clip was implanted. The procedure was completed with one clip implanted, reducing the mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the previously filed report, additional information was received: the clip was not able to be freed. Therefore, the clip was deployed where the clip was caught.